Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: extravasation noted proximal to manta closure site. Site ballooned then covered stent deployed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team. The angiograms revealed ligation clips present in the access area prior to deployment, extravasation present proximal to the manta radiopaque lock, balloon tamponade applied, restoring flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Prior to the procedure activated clotting time (act) was noted high out of range and 50mg of protamine was administered. A mid femoral head positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 8.1mm x 9.0mm, no calcification or tortuosity, and a depth measurement of 7cm. Issues were encountered while attempting to advance the procedural sheath. While attempting to advance the sheath, the sheath jumped forward and the physician felt a "pop". Following deployment, hemostasis was immediate on the surface; however, a post angiogram indicated extravasation proximal to the manta site. Balloon inflations were applied, and a covered stent was deployed to address the bleed. The root cause of the extravasation is likely from vessel damage incurred when the physician experienced a popping while attempting to advance the procedural sheath into the vessel. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as extravasation. The IFU indicates the safety and effectiveness of the manta device has not been established in patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding.